Event description:
The customer reported being hospitalized due to low blood glucose of 66mg/dl. The customer stated that she ate out for lunch and may have taken more insulin than she needed. The customer mentioned taking a medication for her arthritis. Troubleshooting was performed. The programming on the insulin pump was correct. The reservoir was showing the same amount of insulin as shown on the status screen. The customer mentioned that the device was exposed to a body scanner at the airport. The displacement and self test were performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.